Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and restricted posterior leaflets for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient. While testing the mitraclip, it was identified that one of grippers would not lower. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1+. Testing of the clip after the procedure, reportedly showed that the gripper was still unable to be lowered. No adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
The returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.